Event description:
The customer contact reported an adverse event while the device was in use. The tubing set was being used to deliver an unspecified solution at an unspecified rate. It was reported that after arriving in the recovery room, the pt had difficulty breathing. At unspecified times while in the recovery room, the pt received 3 doses of the dilaudid 0.5mg IV push. At 1755, the pt was transferred to the day surgery unit and complained of "choking." Reportedly, the pt became cyanotic and had "no readable" oxygen saturation with respiratory depression and a respiration rate of 4 breathes per minutes. The pt was treated with narcan 0.4mg IV push. It was reported that the oxygen saturation increased to 99% with a respiratory rate of 10 breathes per minute. The pt was transferred to the ICU for observation. The tubing set remained in clinical use. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel.